Event description:
It was reported that a non-dehp extension set experienced no flow. This occurred during infusion of clinoleic. It was reported that the clinoleic looked thick and clumpy when the set was taken down. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. ¿baxter will continue to monitor similar reports to determine if further actions are required. The sample is reported to be available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: eleven used samples were received for evaluation. A visual inspection, functional test, flow test, and simulated use test were performed on all eleven samples. No nonconformances were identified. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.